Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported that an impella 5.5 purge side arm was leaking. The purge flow and purge pressure were in range. The impella 5.5 was weaned and explanted that same day. The patients outcome was stable.

Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. No data logs were provided for analysis. The returned pump was inspected and there was no damage observed or other physical abnormalities. The pump was purged for over 48 hours and no leak was observed and purge values were within expected range. When changing the purge tubing to the sidearm, it is a wet to wet connection. This can lead to fluid into the sidearm. The root cause of the purge leak - pump is most likely due to use as the issue was not able to be reproduced in the lab. D9 device returned to manufacturer date added.